Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon ruptured during the third inflation, at 14 atms. No pt injury was reported. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Result - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the balloon, in the inflation lumen and on the shaft. The balloon was loosely folded. There was a 1mm length longitudinal/radial rupture in the balloon 2 mm proximal to the distal shoulder. There were no visible scratches. There was no other damage noted to the balloon catheter. The balloon catheter was sent to the scanning electron microscopy lab for further investigation. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.